Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties; however, factors that may contribute to activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device interacted with the moderately calcified anatomy during advancement, contributing to the reported activation failure including expansion failures (inflation issue), ultimately causing the reported material rupture; however, this cannot be confirmed. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified renal artery. A 5x12mm herculink elite stent-balloon was advanced to the lesion, it was pressurized but failed to inflate/deploy as the balloon burst. Another same size herculink device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.